Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated apparent implant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt, when the doctor pulled back on the lead during insertion damage was noticed on the svc coil. An apparent fracture was suspected. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.